Manufacturer narrative:
H.6. Investigation summary: catalog: 442023 batch no.: 3130646. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vials (plastic) has been found giving molecular false positive results. No patient impact was reported. The following has been provided by the initial reporter: what results were reported to clinicians and was patient treatment affected in response? Gram positive cocci reported and biofire result of staphylococcus epidermidis. What result did the customer obtain from the bd product? Staphylococcus epidermidis & c.trop what result was the customer expecting to obtain (if different from the obtained result) we obtained the expected result of staphylococcus epidermidis allowing for the c.tropicalis to be not valid. Was this a qc, validation, or proficiency test? No was patient treatment changed as a consequence of the issue with results? No did the patient suffer any adverse medical consequences as a result of the change in treatment? No.

Manufacturer narrative:
G.5. PMA/510(k)#: k113558, k222591 h.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vials (plastic) has been found giving molecular false positive results. No patient impact was reported. The following has been provided by the initial reporter: what results were reported to clinicians and was patient treatment affected in response? Gram positive cocci reported and biofire result of staphylococcus epidermidis. What result did the customer obtain from the bd product? Staphylococcus epidermidis & c.trop . What result was the customer expecting to obtain (if different from the obtained result) we obtained the expected result of staphylococcus epidermidis allowing for the c.tropicalis to be not valid. Was this a qc, validation, or proficiency test? No. Was patient treatment changed as a consequence of the issue with results? No. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No.